Manufacturer narrative:
.

Event description:
The dental implant, fx4310mlc in tooth location #20 was removed on (B)(6) 2016 due to loss of osseointegration 2 years and 2 months after implantation. The doctor indicated that the bone condition of the patient causes the implant removal. The patient has poor oral hygiene. The patient is recovered without no complications and stable, but treatment ongoing for re-implant.